Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the ventricular output connector was defective, the patient cable would not lock in place. It was also noted that the upper case was broken, both bail covers were broken, and the keyboard was scratched. (B)(4).